Event description:
Event description cpi received information that the patient with this endotak transvenous defibrillation lead was receiving inappropriate therapy. During the lead revision a break was noted on the sensing portion where the lead meets the header.